Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range (oor) pacing impedance of greater than 3,000 ohms. It was noted during troubleshooting that the lead was fractured. The physician elected to not revise the lead and reprogrammed to vvi (ventricular pacing and sensing). At this time, lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range (oor) pacing impedance of greater than 3,000 ohms. It was noted during troubleshooting that the lead was fractured. The physician elected to not revise the lead and reprogrammed to vvi (ventricular pacing and sensing). At this time, lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned to boston scientific; therefore, product analysis could not be performed. Without a returned lead, it is not possible to definitively confirm how the device may have contributed to the complaint incident. Product record reviews did not identify a product quality issue or new patient harm. Analysis of available information did not identify a specific complaint cause. If additional information is provided in the future and/or the lead is returned for analysis, a supplemental report will be issued.